Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the slalom thrill balloon ruptured at its nominal pressure. There was no reported patient injury. Therefore the slalom thrill was replaced with a new balloon catheter (non cordis) and inflated successfully. The procedure completed successfully. This was a shunt percutaneous transluminal angioplasty case. A slalom thrill balloon was delivered to the lesion and inflated. However it ruptured at its nominal pressure. The target lesion was the shunt. The patient¿s vessel level of tortuousness was unknown. The vessel was heavily calcified. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
During use, it was reported that the 5x20mm slalom thrill balloon ruptured at its nominal pressure. Therefore the slalom thrill was replaced with a new balloon catheter (non cordis) and inflated successfully. The procedure completed successfully. There was no reported patient injury. This was a shunt percutaneous transluminal angioplasty case. The target lesion was the shunt. The patient¿s vessel level of tortuousness was unknown. The vessel was heavily calcified. The rate of stenosis was unknown. There was no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The same indeflator was used successfully with other devices. The product was removed intact (in one piece) from the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty crossing the lesion. A slalom thrill balloon was delivered to the lesion and inflated. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17529275 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavy calcification) may have contributed to the reported event as a calcified/resistant lesion can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.